Manufacturer narrative:
The insulin pump was received with stripped battery cap coin slot(p), minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip. The insulin pump was received with no button response at esc, act, up and down due to unlocked lcd keypad connector during visual inspection. (B)(4).

Event description:
The customer's grandmother reported via phone call that the insulin pump battery cap was stripped out. The customer¿s blood glucose level was 200 mg/dl. Customer's grandmother stated that they change the battery but could not remove the cap. The customer's grandmother was assisted with troubleshooting. The customer's grandmother stated they were not able to remove the battery cap. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.